Event description:
During a follow up call regarding the 2367 alarm documented, a case of peritonitis was reported. A peritonitis worksheet was completed. The alarm (software issue) occurred in 2008, when a supply bag fell off the pt's setup and became disconnected. The pt was given a loading dose of vancomycin 2grams and cefazolin 2grams on the next day by the clinic and prior to hospitalization. The pt was admitted to the hospital and cultured positive for methicillin resistant staphylococcus aureus (mrsa) on the same day. The nurse did not know the root cause of the peritonitis. The pt has since recovered from the peritonitis and was discharged from the hospital on the following month. The pt has been taken off peritoneal dialysis (pd) and is currently on hemodialysis. The peritoneal catheter has been removed, and the pt remains on hemodialysis therapy.

Manufacturer narrative:
The actual sample was discarded and the lot number is not known, therefore no companion samples will be returned for eval.